Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s pd catheter (not a fresenius product) malfunction, which resulted in the patient transitioning to hd for rrt. The definitive cause of the pd catheter (not a fresenius product) malfunction is unknown; therefore, causality cannot be established. However, the pdrn alleges the prolonged drain times caused the patient¿s pd catheter to break off from the abdominal wall. Catheter malfunction is a common problem in pd therapy and can be caused by a wide range of physical and mechanical factors (1,2). Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the serious adverse events. If the liberty select cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having caused and/or contributed to the serious adverse events. However, without a discharge summary, treatment data, hospital documentation and/or physician progress notes, this clinical investigation cannot disassociate the device from the serious adverse events given the pdrn¿s allegation.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) went to the emergency room (ER) for drain complications. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient went to the ER on (B)(6) 2021 due to drain complications. While in the ER, radiological studies determined the patient¿s pd catheter (not a fresenius product) had migrated out of position. The patient was released after draining her abdomen (frequent position changes), with a follow-up appointment with a surgeon. On (B)(6) 2021, the patient underwent an outpatient pd catheter revision, however the surgeon noted the pd catheter had broken free from its anchored position and could not be repaired. Subsequently the patient received a hemodialysis (hd) catheter (not a fresenius product) and began undergoing outpatient hd for rrt. The pdrn alleges the prolonged drain times caused the pd catheter to break off from the abdominal wall. The pdrn stated if the liberty select cycler was replaced when the patient requested it, she would not have required surgery, nor transition to hd.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The cycler underwent and passed a system air leak test, valve actuation test, and teach pump test. An as received simulated treatment with reduced dwell times was performed and completed without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) went to the emergency room (ER) for drain complications. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient went to the emergency room on (B)(6) 2021 due to drain complications. While in the ER, radiological studies determined the patient¿s pd catheter (not a fresenius product) had migrated out of position. The patient was released after draining her abdomen (frequent position changes), with a follow-up appointment with a surgeon. On (B)(6) 2021, the patient underwent an outpatient pd catheter revision, however the surgeon noted the pd catheter had broken free from its anchored position and could not be repaired. Subsequently the patient received a hemodialysis (hd) catheter (not a fresenius product) and began undergoing outpatient hd for rrt. The pdrn alleges the prolonged drain times caused the pd catheter to break off from the abdominal wall. The pdrn stated if the liberty select cycler was replaced when the patient requested it, she would not have required surgery, nor transition to hd.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) went to the emergency room (ER) for drain complications. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient went to the ER on (B)(6) 2021 due to drain complications. While in the ER, radiological studies determined the patient¿s pd catheter (not a fresenius product) had migrated out of position. The patient was released after draining her abdomen (frequent position changes), with a follow-up appointment with a surgeon. On (B)(6) 2021, the patient underwent an outpatient pd catheter revision, however the surgeon noted the pd catheter had broken free from its anchored position and could not be repaired. Subsequently the patient received a hemodialysis (hd) catheter (not a fresenius product) and began undergoing outpatient hd for rrt. The pdrn alleges the prolonged drain times caused the pd catheter to break off from the abdominal wall. The pdrn stated if the liberty select cycler was replaced when the patient requested it, she would not have required surgery, nor transition to hd.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: b3, d10.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) went to the emergency room (ER) for drain complications. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient went to the ER on (B)(6) 2021 due to drain complications. While in the ER, radiological studies determined the patient¿s pd catheter (not a fresenius product) had migrated out of position. The patient was released after draining her abdomen (frequent position changes), with a follow-up appointment with a surgeon. On (B)(6) 2021, the patient underwent an outpatient pd catheter revision, however the surgeon noted the pd catheter had broken free from its anchored position and could not be repaired. Subsequently the patient received a hemodialysis (hd) catheter (not a fresenius product) and began undergoing outpatient hd for rrt. The pdrn alleges the prolonged drain times caused the pd catheter to break off from the abdominal wall. The pdrn stated if the liberty select cycler was replaced when the patient requested it, she would not have required surgery, nor transition to hd.